Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/28/2026, the patient experienced shakiness, dizziness, blurry vision, and a headache, and the patient was brought to the hospital. The cgm displayed an estimated glucose value of 50 mg/dl and would have issued a low alert, but when a fingerstick was taken 5 minutes after by an hcp, and the blood glucose reading was 24 mg/dl. The patient would have received treatment, but no specific treatment was reported. The patient was discharged after spending 3 days after the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.